Event description:
Patient reported kinks/bending to therapy cable and continuously generating service error code every time battery is changed. Wcd role in the event is pending evaluation of to-be-returned device.